Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 18.3 mmol/l (329.4 mg/dl) while wearing the pod for between 49 and 71 hours. The patient experienced vomiting and dehydration. The patient visited the emergency room and had a urine and stool sample ran. As treatment, the patient received a prescription for dioralyte - 1 sachet in water for dehydration and a new pod was applied. The patient was released after 35 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.